Event description:
According to the information there was leakage to the base of cylinders.

Manufacturer narrative:
An evaluation is pending the decontamination of the component(s). An evaluation will be forwarded upon completion.